Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, during ipg replacement surgery on (B)(6) 2020, the lead could not be placed due to scar tissue. Ipg replacement is documented in manufacturer report number 3006705815-2020-00550.